Event description:
Oil leaked during spinal procedure and contacted wound site. No additional information was available at time of initial report. On follow up, it was reported to be a lumbar spine procedure. The event caused approximately 15 minutes of delay and customer reported that to be abnormal. Excessive irrigation was used with fluid and antibiotics.